Manufacturer narrative:
D6a implant date: 2012 e3: vascular surgeon h3 - device evaluated by mfg? The complaint device will not be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 1b endoleak was discovered on an unknown right zenith flex with spiral-z technology aaa endovascular graft iliac leg, following implantation in an unknown patient for an endovascular abdominal aortic aneurysm repair (evar) procedure in 2012. It was also noted that an unknown zenith flex aaa endovascular graft bifurcated main body (tffb) implanted in the same index procedure, migrated and later separated from the suprarenal stent. As a result, the patient now has a type 1a endoleak. Reintervention options, including a possible zfen solution, are being reviewed. Currently, the patient is getting cardiac clearance. Additional information regarding event details and patient outcome have been requested but are currently unavailable. This report references the type 1b endoleak on the right iliac leg. The main body graft migration and suprarenal stent separation that led to a type 1a endoleak is captured in a report with patient identifier:(B)(6).